Manufacturer narrative:
H10: this report is based on information provided by philips, remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint by the customer on the v60 indicating that the device is getting error code 1102 primary alarm failed message. It was reported there was no patient involvement at the time the issue was discovered. Per gfe response it was confirmed that the customer declined service and repair; therefore, it could not be determined if it failed to meet specifications. No additional details regarding the reported issue and its resolution are available. The investigation concludes that no further action is required at this time. The device remains at the customer site. If the decision is made to have the device evaluated and repaired a new service order will be opened and will be captured through philip's normal complaint procedure.

Event description:
01/v60 ventilator/primary alarm failed. Investigation is ongoing.

Manufacturer narrative:
(B)(6).